Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Locked down smartphone: lockdown omnipod software app version: 3.1.5-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient developed a pod site reaction after wearing the pod on the hip/buttocks for approximately 37 to 48 hours. The site was red, raised, warm to the touch, and described as sticky and weepy around the cannula. The patient's legal guardian contacted the healthcare provider, who prescribed clarithromycin oral suspension (5 ml twice daily) to treat the infection. The pod was removed before seeking medical advice and a new pod was successfully placed on the arm. The patient had recently been diagnosed with tonsillitis and was already on antibiotics, but a new prescription was issued following a phone consultation.

Manufacturer narrative:
D4 serial number was updated.

Manufacturer narrative:
The cannula assembly and bottom housing were inspected for manufacturing deficiencies that could cause the infection and no issues were found. Although the investigation found no evidence of any damage, the cause of the reported event could not be determined.